Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one winding former with a detached needle and one suture piece outside the foil packet was received for analysis. Product code sxpp1b420. The visual assessment of the needles noted that the swage and attachment area was observed as expected. The barrel hole of the needles was examined under magnification, and no remnant suture was found. The suture piece was examined, and the insertion mark was noted to be as expected. The force used to detach the needle from the suture could not be determined. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, the following was obtained: our failure analysis lab received an extra product with reference to this complaint, it was received: product code: sxpp1b420. Product lot/batch: 102tm3. 1. Could you please clarify if extra device belongs to this complaint? >> this returned product belong to this product complaint.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/10/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the procedure date? Did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? What was used to complete the procedure? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the source or name and title of external person providing answers to follow-up. (External person submitting answers to sales rep or loc/bq) additional information was requested; the following was obtained: when was the needle detached/pulled off from the suture >> suture and needle detached when threading through the drape rings. The following information was reported: was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a da vinci surgical procedure on an unknown date and barbed suture was used. Suture and needle detached when threading through the drape rings during da vinci surgical surgery. There were no patient consequences reported. Additional information was requested.